Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim: the product leaks from an unknown location after use.

Manufacturer narrative:
Investigation result: one 20051e sample was returned without packaging for investigation; the set was filled with residual fluid, and was received alongside a bd posiflush sp 5ml syringe. The customer reported that the affected sample was from lot 23125338 and leaked "from an unknown location after use." The returned sample was subjected to leakage testing in order to replicate the customer's experience; leakage was observed from the smartsite. Upon closer inspection, the smartsite piston was identified to be damaged. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation, however they confirmed that the smartsite is assembled by automatic assembly machine which is capable of detecting damage of this nature, and automatically rejecting them to ensure that they do not continue on to subsequent assembly steps. Furthermore the customer confirmed that the leakage was identified at the end of the infusion, therefore it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lot 23125338 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20051e product in the past 12 months.

Event description:
No additional information.